Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-1588tb-1, tightrope® abs, button, batch 15299791, was returned for investigation. - visual evaluation of the device noted that the button was broken along the middle. - functional testing was not performed due to the damage to the device. - the most likely cause of the reported failure is misuse, which occurred when tightening the suture when the button was not completely flush on the bone. The button must be leveled out. - refer to investigation photos. - the complaint allegation is confirmed.

Event description:
It was reported that during a shoulder surgery the button broke in the middle. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device by using only the sutures. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.